Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. For this reason, evaluation code 11 was referenced. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup, the device's blue caps on the reservoir easily fell off. No patient involvement as this occurred during setup. Product not changed out. Procedure completed successfully without delay.

Manufacturer narrative:
This follow up report is submitted to FDA in accordance with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted to the FDA on (B)(4) 2015 the actual sample was not returned for evaluation. A retention sample was inspected for caps disconnecting from ports. None were noted to be loose or removed within the packaging. A definitive root cause could not be determined and the complaint was not confirmed all available information has been placed on file in quality management for appropriate tracking, trending and follow up